Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2006 due to stress urinary incontinence and cystocele. The patient experienced pain, infection, dyspareunia, bleeding, and urinary/bowel problems. It was reported that patient underwent excision of exposed mesh on (B)(6) 2010. (B)(4) ¿ dyspareunia; urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal on (B)(4) 2010 due to exposed mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.